Event description:
It was reported that the patient presented in ER after experiencing multiple hv therapies for a vt/vf storm. The patient had syncopal episodes. Alerts for over current detection and possible high voltage lead issue were observed. Low, out of range, hv lead impedance was noted. Further interrogation revealed that at least one charge was aborted due to the high voltage lead issue. Externalized conductors were observed via diagnostic imaging. Lead and device were explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
(B)(4). The lead was returned in three segments for analysis. External insulation abrasions were noted at 6.0-6.1cm and 6.1-6.4cm from the proximal end, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 38.5-38.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 14.8-16.5cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 37.4-37.7cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location. The svc conductor etfe coating was abraded at 42.2cm from the distal tip. This is consistent with the observation from the field of low hv lead impedance.